Event description:
A healthcare worker complained of anthema on the chest with bleeding. The worker is employed where disopa solution is used and a physician prescribed oral steriods for treatment. It was reported that the worker is no longer exposed to disopa and the symptoms have not recurred.